Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent a tlif at l4-5 using a small kit of bmp with a peek cage. Preoperative diagnosis: lumbar spondylolisthesis l4-5 with sacralized l5. Bilateral pars lysis. Bilateral right greater than left l4-5 radiculopathy. Lumbar herniated disc l4-5. The patient underwent: bilateral minimally invasive gill¿s laminectomy, bilateral facetectomy, foraminotomy, right l4-5 discectomy with transforaminal lumbar interbody fusion right sided l4-5 using 10x26 mm peek cage and bmp with vitoss granules for interbody application, reduction of spondylolisthesis l4-5 and transpedicular fixation l4-5 using legacy screws 40mm l4 and l5 with 30mm lordotic rod and lateral transverse fusion l4-5 using local laminal autograft bone, supplemental vitoss strips with bone marrow aspirate and vitoss granules. Per op notes: ¿a 26x10mm spacer was found to fit snugly in place and therefore, this was chosen. A 10x26mm peek spacer was then packed with bmp. The anterior margin of the disc space was also packed with bmp. Then, the spacer was deployed into the disc space. The thecal sac and traversing and exiting nerve roots were protected throughout all portions of this procedure including the discectomy and placement of the permanent peek spacer.¿ on (B)(6) 2007 the patient presented with preoperative diagnosis: rule out deep bony impingement versus infection status post l5-s1 fusion and underwent revision surgery which included a removal of hardware on the right side of l5-s1, a debridement of the right l5-s1 nerve root, and excision of epidural fibrous tissue and bone graft material with intraoperative cultures. During this operation, it was noted that there was a ¿moderate of bonegraft and fibrous tissue impinging the l5 nerve root.¿ on (B)(6) 2007 the patient underwent CT scan of the lumbar spine due back pain and right lumbar radiculopathy. Impression: post surgical findings at l5-s1. There is a grade 1 spondylolisthesis at l5-s1 increased compared to the mr study. There is disc space narrowing and minimal marginal osteophyte. There are lucent defects involving the inferior endplate of l5 and adjacent superior end pates of s1 which were also present. On (B)(6) 2008 the patient underwent CT scan of the lumbar spine due to back pain and right lumbar radiculopathy. Impression: presumed transitional l5 segment. Post surgical findings at l4-5 as described above and unchanged compared with the previous study. Minimal degenerative disc changes. On (B)(6) 2008 the patient underwent a revision surgery, consisting of excision of the l5-s1 disc and intervertebral prosthetic device and a excision of pseudoarthrosis and fibrous tissue and interbody arthrodesis using a 15mmx30mm peek globus spacer with trinity stem-cell autograft, as well as supplemental fixation using a screw washer buttress plate construct within the body of s1. Preoperative diagnosis: pseudoarthrosis, status post previous l5-s1 fusion with persistent low back pain and intermittent right lower extremity radiculopathy. On (B)(6) 2008 the patient underwent CT scan of the lumbosacral spine due to right sided pain. Impression: previous anterior and posterior surgical fusion l5-s1 with partial bony fusion in the disc space within the inserted cage and anteriorly along the anterior longitudinal ligament. Grade 1 spondylolisthesis l4-5 with mild stenosis of the spinal canal measuring 12mm. No other evidence of disc herniation of spinal stenosis. On (B)(6) 2009 the patient underwent a third revision, which consisted of hardware removal of l5-s1, and excision of exuberant epidural bone and fibrous excision of bony overgrowth between the disc space. The exiting nerve root and transverse nerve root were also decompressed during this revision. Preoperative diagnosis: recurrent right l5 radiculopathy chronic low back pain, possible painful hardware. On (B)(6) 2012 the patient underwent CT scan of the lumbar scan with 3-d reconstructions. Impression: satisfactory postoperative appearance as described above. Bone fusion is evident at l5 and s1. Annular bulges. Disc abnormalities will be further characterized on the lumbar spine MRI. I suspect the presence of a left renal artery aneurysm. The patient also underwent MRI of the lumbar spine. Impression: post-surgical changes at l5-s1. Annular bulges. Small left foraminal protruding disc herniation at l3-4. This was no present in 2007. On (B)(6) 2014 the patient underwent MRI of the lumbar spine due to low back pain. Impression: there is congenitally transition vertebra. For purpose of this report, the lowest disc space (small) is referred to as l5-s1. Spinal fusion. Prominent annular bulges l2-3 and l3-4. Facet arthropathy, more at l3-4. Postoperatively, the patient has been unable to work since bmp surgery. The patient developed severe anxiety and depression causing psychiatric disability. She suffers from bowel and bladder incontinence and this leads to dehydration. She is unable to sit for a prolonged period. She now requires a cane to ambulate.

Event description:
It was reported that on (B)(6) 2007 the patient underwent spine fusion surgery on the lumbar region of her spine fro l4 to l5 using rhbmp-2 acs from a transforaminal approach. Rhbmp-2 was placed outside the cage (in a disc space). Patient's post-operative period was marked by progressively increasing lower back and right leg pain. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Severe pain and symptoms ultimately compelled patient to undergo three risky, painful and costly revision surgeries, on (B)(6) 2007, (B)(6) 2008, and (B)(6) 2009. Patient continued to experience chronic lower back burning and stabbing pain and spasms, with pain radiating down her right leg and into her foot, and electronic shock-like sensations behind her right knee and occasionally in her left leg, and in numbness and tingling in her right buttock. Patient was unable to sit or walk for extended periods, experienced buckling of her right leg, was unable to drive, and required occasional use of a cane to assist in ambulation. These serious injuries prevented patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.